Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for limited device functionality. It was noted that the explant indicator had been reached for this cardiac resynchronization therapy defibrillator (crt-d. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) was explanted as it reached elective replacement indicator (eri) with less than a year of use. Data analysis shows that it could be consistent with code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Device was returned and analyzed. No additional adverse patient effects were reported. Dc.

Manufacturer narrative:
The returned pulse generator was analyzed and a review of the device memory confirmed that a low voltage alert. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion.